Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Pump error alarm during the rewind test due unlocked motor connector printed circuit board. Insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed error 38. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is expected to be returned for analysis.